Event description:
It was reported to boston scientific corporation that a dakota basket was used in the right kidney during a retrograde intrarenal surgery (rirs) procedure performed on (B)(6) 2022. During procedure, the basket failed to open completely. Another basket was used to removed the stone stuck inside the defective basket and completed the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Block h2: additional information: b5 (event description) has been updated based on the additional information received. Block h6: impact code f2301 is being used to capture the reportable issue of additional device required. Block h10: the returned dakota basket was analyzed, and a visual evaluation noted that the basket returned in closed state. It was observed that the handle and sheath are in good condition. During the functional assessment, only 2 basket wires deployed correctly. In addition, during magnification, it was found that one of the basket wires is kinked. The video provided by the customer shows the dakota out of its original pouch and is possible observed that the basket cannot open completely. The reported event was confirmed. Based on all available information, it is possible that operational factors such as handling or manipulation, interaction with other device, and excess of force applied during it use could have caused basket wire kink. At the same time, the issue found avoided the correct deployment of all basket wires (basket could not open completely) causing the reported allegation and consequently affect the performance of the device. Therefore, the most probable root cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a dakota basket was used in the right kidney during a retrograde intrarenal surgery (rirs) procedure performed on (B)(6) 2022. During procedure, the basket failed to open completely. Another basket was used to removed the stone stuck inside the defective basket and completed the procedure. There were no patient complications reported as a result of this event. ***additional information received on july 19, 2022*** the procedure was completed with another dakota basket.

Manufacturer narrative:
Block h2: additional information: b5 (event description) has been updated based on the additional information received. Block h6: impact code f2301 is being used to capture the reportable issue of additional device required. Block h10: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a dakota basket was used in the right kidney during a retrograde intrarenal surgery (rirs) procedure performed on june 23, 2022. During procedure, the basket failed to open completely. Another basket was used to removed the stone stuck inside the defective basket and completed the procedure. There were no patient complications reported as a result of this event. ***additional information received on july 19, 2022*** the procedure was completed with another dakota basket.